Manufacturer narrative:
A titan touch pump and reservoir were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities are noted with the pump or the reservoir. Because the available information did not provide any indication as to what factors may have contributed to "auto inflation, pump not locking properly" and because no functional abnormalities were observed, quality cannot determine the cause of the reported event. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. (B)(4). Exemption #e2006011.

Event description:
According to available information, pump not locking out properly.